Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was not returned for evaluation. Based on the results of the investigation, it¿s likely the users understanding differed from the instructions for use in device handling and/or reprocessing steps. The endoscopy support specialist completed a retraining with the facility on how to reprocess the device in accordance with the instructions for use. The root cause of this event was unable to be identified. The following is included in the instructions for use: ¿IFU (reprocessing manual) warns against insufficient reprocessing as follows. ¿1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them.¿ IFU (reprocessing manual) warns at ¿5.3 precleaning the endoscope and accessories¿ as follows: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus endoscopy support specialist (ess) was dispatched on (B)(6) 2022, to observe the user facility¿s reprocessing practices on an evis exera iii gastrointestinal videoscope from start to finish and provide a reprocessing in-service training, if necessary, to correct and address any reprocessing deviations. The ess reported that during observation the customer did not use the air water channel cleaning adapter during pre-cleaning, and there were no air/water channel cleaning adapters on site at the facility. The olympus ess informed the customer on how to properly pre-clean the scopes according to the ifus and informed the customer how to leak test the scopes according to the ifus. It was also reported that the customer ordered the air/water channel cleaning adapters from olympus. All reprocessing personnel were trained on infection control information referenced in the user manual and how to properly reprocess an endoscope referenced in the olympus ifus. There was no patient involvement, or user injury associated with this event.